Event description:
It was reported that the physician felt that the thresholds had risen too high in a short amount of time and decided to to replace the lead. Low impedance was also noted. During the extraction, it was noted that the lead had insulation abrasion and degradation at about three inches from the dis- tal tip.

Manufacturer narrative:
Final analysis found that the lead outer insulation was abraded at 5 cm from the distal tip electrode. This could be caused by friction to another device and as a result, capture anomalies could occur.